Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received no delivery alarm. Customer's blood glucose level was 132mg/dl. Customer was assisted with troubleshooting and self test passed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional's instruction. Insulin pump will be returned for analysis.